Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient had low blood glucose. The customer¿s blood glucose level was 29mg/dl at the time of the incident. The customer reported that she is in a bind; she grabbed some sets from a new box. She did not check them and they were fine. She was on a trip. That when placed in the reservoir and releasing the act button from the fill tubing it can create pressure to make the insulin continue to drip out. The customer declined to troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.